Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 43, pump error 41, damage (physical or cosmetic), charge/battery lasts less than expected. The customer reported no adverse event. The event involved product(s) mmt-1880l. Troubleshooting was performed for bumped/dropped/cosmetic damage. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. Troubleshooting was performed for pump errors. Customer reported receiving a pump error. Customer was able to clear the alarm, complete the rewind. Pump has passed the self-test and displacement test. No harm requiring medical intervention was reported. It was expected that the customer would discontinue the use of the pump. Mmt-1880l was requested and customer response was the device will be returned.

Manufacturer narrative:
The pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08720 inches. The pump history and trace files were successfully downloaded using thump. There were no pump error 41 or pump error 43 alarms during testing. A review of the pump history file shows on (B)(6) 2024 at 17:09 there was a pump error 41 alarm (17:09) and a pump error 43 alarm generated. Additionally, the power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No excessive or unusual power/battery-related alarms noted in the history files. The customer did not experience an unexpected power loss of less than seven (7) days per the pump history records. The pump was cut open to perform a visual inspection. Moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, and force sensor. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case, pillowing keypad overlay, cracked select button keypad overlay, stained keypad overlay, missing display window cover, stained serial number label, cracked battery compartment at the corner of the belt clip rails, and cracked battery tube threads. Pump error 41 and pump error 43 alarms are confirmed due to moisture damage on the hardware. Low/short battery life (battery lasts less than expected) is not confirmed. The customer did not experience an unexpected power loss of less than seven (7) days per the pump history records. Cosmetic damage on the battery compartment (corner of the belt clip rails) and battery tube threads is confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.